Manufacturer narrative:
(B)(4). Batch # u5c41m. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, when they closed the jaws on the stapler, it locked down and would not open. They discarded it and opened another one to complete case. No patient complications.

Manufacturer narrative:
(B)(4). Date sent: 10/26/2020. D4: batch # u5c41m. Investigation summary the analysis found that one pve35a device was returned with no apparent damage and with reload loaded on the device. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, after further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple form release criteria. Upon further inspection, the firing trigger would not function as intended and felt loose. In order to verify the condition of the internal components, the device was disassembled, and the firing trigger spring was noted to be out of its intended position. No conclusion could be reached as to how the firing trigger spring became out of position. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications.